Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device coupling tool side did not function. It was further determined that the device failed pretest for check the power with test bench: minute 110 to 160 watt, check for excessive noise, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism, check attachment coupling with attachments, check cannulation and check the attachment coupling. It was noted in the service order that the device chuck seized. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.